Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2008, implant date, as no event date was reported. This event was reported by the patient's legal representation. The surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a vaginal hysterectomy, anterior & posterior vaginal wall repair, sacrospinous hitch, tvt (tension-free vaginal tape) cystoscopy, and insertion of suprapubic catheter procedure performed on (B)(6) 2008 for the treatment of stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.